Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month prior to transcatheter aortic valve implantation (tavi) implanted into the native annulus, echocardiogram showed moderate-severe aortic stenosis. 9 days prior to the valve implant, respiratory discomfort was observed. Initially, tavi was scheduled to be performed after thoracic endovascular aortic repair (tevar) for pre-existing aortic aneurysm, that was diagnosed prior to the valve implant. However, tavi was performed due to respiratory discomfort. The tevar was performed 14 days after tavi as a result of the pre-existing aortic aneurysm identified in the thoracic aorta. 23 days after tavi, the patient was recovering. Per the physician, there was no causal relationship between the aortic dissection and the device or procedure as this was a pre-existing issue. No adverse patient effects were reported. Additional information was received that six weeks following the valve implant, the patient developed a fever with subsequent epigastric pain, resulting in hospitalization for idiopathic peritonitis and antibiotic treatment. After a couple weeks, the patient was discharged upon request. Approximately two months post-implant, the patient developed a fever and was referred to the dialysis clinic for consultation. The patient was hospitalized for a recurrence of peritonitis and treated with antibiotics. Approximately six months post-implant, symptoms of shortness of breath worsened and elevated echocardiography right ventricular systolic pressure (rvsp) values were observed. The patient was hospitalized later that week for the purpose of dry adjustment and heart failure medication adjustment. No complications associated with the start of oral administration were observed, and the patient was discharged after improvement. Approximately ten months post-implant, the patient developed fever and chills, and was hospitalized due to a positive blood culture for bacteremia. An antibacterial drug was administered for four weeks, and the patient was discharged from the hospital one month later when the inflammation was confirmed to have improved.